Event description:
It was reported that the tech screwed the cannula onto the luer lock and used it to fill the inserter with viscoelastic. She set the syringe down on a tray and when she returned to the tray the cannula and luer lock had detached from the syringe. There was no pt contact or injury reported. A backup amvisc plus was used to complete the procedure.

Manufacturer narrative:
The device has been returned to b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.